Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an inaccurate pca dose delivery occurred. No additional event information was provided. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of inaccurate pca dose delivery was not confirmed. Analysis of the pca event log shows that on (B)(6) 2017 at 9:58 am the pca was programmed for a continuous infusion. A bd 50ml syringe (volume= 25.1699ml) was selected with an infusion rate of 0.2ml/hr. At 9:58 am, the pca door was locked. At 12:58 pm, the pca door was unlocked, opened and closed. At 1:02 pm the pump was channeled off. Approximately 0.61 ml should have been delivered during this infusion. Functional testing resulted in the device operating as intended. Asm plunger force accuracy and plunger position accuracy testing shows the device was in specification. The root cause of the customer¿s report of an inaccurate delivery of a pca dose was not identified.